Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken ventricular port, the output connector assembly was broken. It was additionally noted that the hanger assembly was cracked, the lower case was broken at the bosses and all six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular port was broken so the connector would not stay inserted. The generator was returned for service. There was no patient involvement.